Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: pain and suffering, grinding of the hip joint, clicking, popping, difficulty walking physical limitations, and inability to engage in her usual social and recreational activities, wage losses, medical expenses, and permanent disability and disfigurement and may require explantation of the hip. Update 9 apr 2015: rec'd der with following details: confirmation of revision - (B)(6) 2015. Reasons for revision - increasing metal ions, possible infection.. Patient height and weight. Patient activity level. Additional surgeon. Sales rep name and number. Stem and sleeve details. Also rec'd product stickers for all explanted products. Expiry dates for head and cup. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.